Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was tested through the device and high pacing impedance with all vectors was observed. It was noted the lv lead was removed from the header multiple times and reinserted to no avail. A small spot of blood was wiped off the lead connection and the header was flushed, however, the lead continued to show high pacing impedance. The physician expressed the lead was fully inserted but felt the insertion process was not as smooth as it usually is. The physician chose to implant the lv lead and utilize lv1 to rv coil configuration. The lv lead remains in use. No patient complications have been reported as a result of this event.